Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pneumonia panel that was positive for klebsiella bacteria for which the patient received cefepime on (B)(6) 2021. The patient had intermittent agitation on (B)(6) 2021 which resolved on (B)(6) 2021. On (B)(6) 2021, the patient had an increased frequency of premature ventricular contraction which resolved without sequelae. The patient had ileus on (B)(6) 2021 for which they were put on a bowel regimen. On (B)(6) 2021, the patient had dizziness which resulted in them falling forward while going to the bathroom. On (B)(6) 2021, the patient had intermittent dyspnea. On (B)(6) 2021, the patient had intermittent nausa and feelings of general discomfort with intermittent hyponatremia. On (B)(6) 2021, the patient's right foot was cool to the touch. The patient reported tingling at baseline from a previous stroke, they had decreased sensation and increased tingling since their surgery. An arterial duplex doppler was ordered. The doppler revealed an upper sternotomy hematoma. On (B)(6) 2021, a computed tomography angiography (cta) was performed. This scan showed a new intracardiac thrombus under the surface of the closed aortic valve with a possible peripheral shower of embolisms in the patient's right leg. On (B)(6) 2021, the patient had increased pain in their left foot due to gout.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient ultimately expired on (B)(6) 2023 due to chronic heart failure and right heart failure as reported under MFR #: 2916596-2023-02628. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding, cardiac arrhythmia, and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient had a kidney, ureter and bladder (kub) exam, and ileus was noted; the ileus resolved. The patient was diuresed for their hyponatremia which later resolved. The patient's dizziness, dyspnea, hematoma, gout, pneumonia and thrombi all resolved without sequelae.